Event description:
A patient's test strips appearing to have a discolored membrane". The patient was able to test on the meter and receive three results within 10 minutes, yet the results had a variance over 20% or 20 mg/dl. They did not report experiencing any symptoms at the time of the event. Information regarding treatment or medication was not provided. There was no evidence of an adverse event, based on the information provided.